Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was patient is having problems with incontinence at night for over a month. Patient was propping their feet up because they were swelling up but that has not helped, patient is still getting up every 2-4 hours at night. Patient is not completely emptying their bladder and are still having to use a catheter. Patient states their doctor told them it would probably take 6 months to a year before therapy would work best for patient. Patient has tried changing programs in the past and adjusting amplitude. Reviewed how to change from program 3 to program 4. Patient reported that on program 4 when they increased amplitude up they were not feeling it in the pelvic floor. They felt it in the back of the knee and it was pain ful patient changed to program 5 at 1.8 and confirmed stimulation is more comfortable and they are still feeling it somewhat down the inner leg and in the buttocks. Patient will monitor symptoms. If not resolved with programming changes patient should follow up with managing physician.